Event description:
It was reported that during preventive maintenance (pm) performed by customer, the cs100 intra-aortic balloon pump (iabp) ECG cable was severely damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) found that the cable was damaged, and other performance was normal. Fse replaced the ldwr ECG esis pinch int 5l 50in and ECG cable, and the equipment function returned to normal. All performance tests were carried out on the equipment according to the factory requirements. All test results met the requirements and can be delivered to customers for use.